Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 410 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was declined for high blood glucose. Customer stated they had battery failed alarm. Customer stated they had tried several batteries and still showed battery failed. Customer will discontinue the use of insulin pump.

Manufacturer narrative:
Retainer ring= black. Customer complained on (B)(6) 2022 the device is under delivering and experiencing high blood glucoses and failed battery tests. Device passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed dat test at (0.0872) inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thus. Device successfully downloaded carelink, however, no data was present on event date. Confirmed (13.6) units of normal bolus was delivered on (B)(6) 2022) between (12:01 am) and (23:57 pm), however, there was no data available for event date in history files. Failed battery test ((B)(6)2022 02:17 pm-02:18 pm) occurred on event date in history files and is expected. The electronic assemblies and motor assemblies were inspected and found evidence of moisture damage on force sensor. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked belt clip rails, cracked case (battery tube), stained serial label, keypad overlay texture damage. The p-cap/reservoir does lock properly. No under delivery anomalies noted during testing. Failed battery test is not confirmed. Unable to confirm high blood glucoses during testing. Under delivery is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section

Event description:
The insulin pump was returned for the analysis.

Manufacturer narrative:
Retainer ring= black. Customer complained on june 01, 2022 the insulin pump is under delivering and experiencing high blood glucose and failed battery tests. Insulin pump passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump passed delivery accuracy test at (0.0872) inches. No under delivery anomalies noted during testing. Insulin pump successfully downloaded to thus. Insulin pump successfully downloaded carelink, however, no data was present on event date. Confirmed (13.6) units of normal bolus was delivered on (may 31, 2022) between (12:01 am) and (23:57 pm), however, there was no data available for event date in history files. Failed battery test (june 01, 2022 02:17 pm-02:18 pm) occurred on event date in history files and is expected. The electronic assemblies and motor assemblies were inspected and found evidence of moisture damage on force sensor. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked belt clip rails, cracked case (battery tube), stained serial label, keypad overlay texture damage. The p-cap/reservoir does lock properly. No under delivery anomalies noted during testing. Failed battery test is not confirmed. Unable to confirm high bgs during testing. Under delivery is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The follow up report was submitted with incorrect aware date in the g4 section. The correct date is 09-dec-2022.